Event description:
Customer reported: we had one additional bag, this one occurred during pt care (not adverse affect to the patient, however an incident report was reported).

Manufacturer narrative:
(B)(4). Device is currently being investigated. Upon carefusion's investigation, a follow up medwatch will be submitted.